Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v598061, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for other, urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient's medical chart indicating that the lead is broken. No further complications were reported.